Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing intermittent low blood glucose (bg) levels of 41-42 mg/dl, cause was unknown. Additionally, it was reported that the customer did not consume the food in time for the intended amount of insulin delivered. The customer's blood glucose (bg) level subsequently decreased to 43 mg/dl. Customer consumed carbohydrates to address low bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.